Event description:
There was an allegation of questionable elecsys ft4 IV assay results for 1 patient sample on a cobas 6000 e601 module compared to an abbott architect analyzer. This medwatch will cover ft4 IV. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 iii results. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation did not identify a product problem. The root cause of the event could not be determined. H3 other text : na.